Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation documents were received; patient underwent a revision to address pain, atrophy of musculature, sacroiliitis; metallosis, necrosis and elevated metal ions.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 10/25/2016 supplemental information received. Part and lot numbers were provided. There is no new additional information that would affect the existing MDR decision

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received,the investigation will be reopened.

Event description:
Update 12/30/2016 ¿ medical records received. After review of the medical records for MDR reportability, the revision operative note post op diagnosis for the left hip indicated "left hip failed metal-on-metal bearing surface, aseptic loosening acetabular cup with abductor necrosis." Also notes that she "has had pain in her left hip and signs of loosening of the acetabular component" and "(B)(6) 2015 cobalt level of 12.9 and chromium level of 10." No units are given for metal ion lab values necrosis FDA code added to medwatch. There is no new additional information that would affect the existing MDR decision.